Event description:
It was reported that there was a foreign body or bit of plastic attached to the intraocular lens (iol). It was confirmed through follow up that there was patient contact. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: we learned through follow up that the foreign material was introduced into the patient's eye and it was successfully removed. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: october 30, 2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed on the iol, however, the handpiece was returned. Visual inspection under magnification revealed that the complaint handpiece was received with black specks on the surface and interior of the handpiece. Fourier transform infrared spectroscopy (ftir) testing of the material revealed that the material was consistent with a polyurethane foam. The ftir spectrum raw data output file was compared against the añasco manufacturing process ftir library and no definitive match was found. The complaint issue "foreign material-loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.